Event description:
The pt stated that he observed high blood glucose readings concurrent with e4 (occlusion) errors displayed on his insulin infusion device. He reported his high blood glucose reading at 320 mg/dl while his normal range is 90-180 mg/dl. As he observed the elevated blood glucose level, he also noticed that his infusion set "was not fully inserted into his body" and "was leaking insulin". He stated that the infusion set dressing adhesive was not fully attached/adhered to the skin and the cannula was not inserted into the infusion site. He stated that he did not have symptoms related to his elevated blood glucose, but he normally does not observe specific symptoms related to high blood glucose. He selected a new site and replaced his infusion set. He then administered multiple boluses of insulin to decrease his high blood glucose level. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.